Event description:
Reporter alleged the lancet device used for fingerstick glucose testing would not retract after it use and the needle is sticking out of the tip of the device. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.